Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, a transmitter failed error occured. No additional event or patient information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of the reported transmitter failed error could not be determined. A root cause could not be determined.